Event description:
Event description cpi received information that this bipolar lead dislodged after the implant procedure. Later in the day the physician elected to take the patient back to the or and replace the lead with a positive fixation, steroid eluting lead.